Manufacturer narrative:
(B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported that during preventative maintenance, the ventilator alerted to an error and states the patient circuit is occluded. No patient involvement. The unit does not offer ventilation of any type even during service mode. There does not seem to be a leak in the pneumatic circuit and the power management pcba that is installed appears to be good. The ventilator is being taken to bench repair as the service engineer believes the motor controller pcba needs to be replaced. Further information has been requested.

Manufacturer narrative:
An authorized service provider (asp) determined the equipment had a hole in the rubber that connects the gas outlet port with the gas delivery system (gds). The asp changed the boot rubber, belonging to the boot kit. Testing was performed and passed.